Event description:
A malfunction was reported on the customer's pump, identified with malfunction code 16. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump, as it was still under warranty until march 2027. The customer was informed that the new pump would not be compatible with their current fsl2+ sensor, and they were advised to contact their healthcare provider for a compatible prescription. The support team confirmed the shipping address and arranged for delivery without requiring a signature. Instructions were provided on putting the pump into storage mode and returning it using a pre-paid shipping label to avoid charges. The customer was also informed that they would need to program their pump settings and connect their continuous glucose monitor (cgm) to the replacement pump. The customer acknowledged and understood all instructions, and a replacement pump was sent.